Event description:
The account alleges that the bed brakes are not adequate enough when the bed is raised. Due to the type of pts at this facility, the bed must be raised halfway or more for the pt to be able to get out of the bed. When the bed is raised halfway or higher, the brakes no longer hold.

Manufacturer narrative:
The tech determined that the underlying issue has to do with friction, or the lack thereof. The solution was to remove the washers to force the pads to create more friction with the floor. A bed is currently being tested, where the washers were removed from the casters on the foot end, which produced a better braking effect, and resolved the issue. The washer can't be removed from the head end due to clearance issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.